Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The collimator was removed and replaced. The system was aligned and tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 6900 had intermittent iris pot errors upon initialization. There was no adverse pt involvement reported. There was no pt info reported.